Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 left ventricular assist system (lvas), serial number (B)(6), cannot be conclusively established through this evaluation. It was reported that the patient passed away. They were found down at home by their daughter and the reason was unknown. It is unknown what happened as the patient had been seen recently in clinic for testing to evaluate for explant. In the hours/days leading up to their death, the device was reportedly working fine. It was possible the patient could have been down for days. It was reported the patient's outcome was not device or therapy related, and the device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. They were found down at home by their daughter and the reason was unknown. It is unknown what happened as the patient had been seen recently in clinic for testing to evaluate for explant due to left ventricle recovery. Leading up to the patient's death, the device was working fine but it was unknown what happened to the device in the hours/days leading up to their death because it was possible the patient could have been down for days.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.